Event description:
The event occurred in czechia during maintenance. It was reported that a hl20 rpm is displaying the error message ¿direct¿. In reverse mode the error message "beltslip" is displayed. No harm to any person was reported. The error message "direct" leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. Since the error message "direct" can cause an unintentional pump stop, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: the event occurred on the czechia market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701027652.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in czechia during maintenance. It was reported that a hl20 rpm is displaying the error message ¿direct¿. In reverse mode the error message "beltslip" is displayed. No harm to any person was reported. The error message "direct" leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. Since the reported failure "direct" can result on an unintentional pump stop, a report is required. A getinge field service technician was onsite for repair. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and defect part optical tacho board (almost 10 years old), the most probable root cause for the error messages beltslip and direct was determined as age related failure of the optical tacho board component. In addition according to the getinge field service technician the pump in question was only used as a backup pump and was therefore mainly stored in the storage room for an extended period. Therefore, it is possible that the extended downtime caused a component to fail. The review of the non-conformities has been performed on 2025-05-28 for the period of 2025-08-02 to 2025-04-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-08-02. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message beltslip and direct" could be confirmed. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message "beltslip" does not lead to a pump stop. This warning only indicates to the user that the pump speed is smaller than 90% of the motor speed. Therefore, no report is required due to "beltslip" error. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.